Event description:
It was reported that the patient fell on her back and once seen in clinic she presented with low output current and high impedance, >9,000 ohms. Additional information received noting that during surgery lead impedance was still high >9000 ohms. The generator was tested with a test resistor, and it showed low impedance <600 ohms. The generator was then reconnected to the lead, and the impedance was good reading 3576 ohms when it was reconnected and since this was with in normal limits there was no need to replace the generator or lead. The generator was also activated and diagnostics run again to make sure there were no output current delivery error, and everything seemed to be normal. No other relevant information has been received to date.